Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. A63346,a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine and headache outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion-(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion (. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Lot number:a61941 manufacture date: 2012-10 expiration date: 2015-10 lot number:a63346 manufacture date:2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. A63346, a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In november 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine and headache outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion (. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received, event added- migraine, headache. Events onset date added, historical drug and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/devices are identified in bilateral uterine horn and protrudes from uterine corpus') and pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. A63346,a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, pelvic pain female, hashimoto's thyroiditis, cholecystectomy, weight loss and abdominoplasty. Previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("bleeding"), gait disturbance ("have hard time walking"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine, headache and gait disturbance outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion- (B)(6) 2013. Patient received treatment for pain, bleeding, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion - no contrast seen entering the left fallopian tube, with proper micro insert positioning. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Lot number:a61941, manufacture date: 2012-10, expiration date: 2015-10. Lot number:a63346, manufacture date:2012-10, expiration date: 2015-10. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received: expiration date of lot number, medical history, reporter information were added. Lab data was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. A63346,a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("bleeding") and gait inability ("have hard time walking"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy: tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine, headache, genital haemorrhage and gait inability outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, gait inability, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: "plaintiff" underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion (. Pregnancy test: on (B)(6) 2014: results: negative. Ultrasound scan vagina: on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Lot number:a61941 manufacture date: 2012-10 expiration date: 2015-10. Lot number:a63346 manufacture date:2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event bleeding, have hard time walking were added and new reported added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. A63346, a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, omeprazole and prednisone. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On(B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In november 2013, the patient experienced abdominal pain lower ("lower abdominal pain"). On(B)(6)-2014, the patient experienced the first episode of fatigue ("fatigue"), the second episode of fatigue ("fatigue") and nausea ("nausea"). On (B)(6)2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of fatigue, dysuria, depression, anxiety, nausea and abdominal pain outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion-(B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: essure device was successfully occluded; on (B)(6)2014: results: unilateral occlusion (. Pregnancy test - on (B)(6)2014: results: negative. Ultrasound scan vagina - on (B)(6)2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event nausea, abdominal pain were added. Medical history and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain") in a 28-year-old female patient who had essure (batch no. A63346, a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea and low back pain. Concomitant products included ibuprofen (motrin) for abdominal pain and ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced the first episode of fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In november 2013, the patient experienced abdominal pain ("lower abdominal pain"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh) and surgery (total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, the last episode of fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysuria, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: unilateral occlusion ( pregnancy test - on (B)(6) 2014: negative ultrasound scan vagina - on (B)(6) 2015: 2.1 cm hemorrhagic cyst in the right ovary ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia),fatigue, pain, dysuria, migration of essure device, depression and mental anguish were added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. A63346, a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In november 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("bleeding"), gait disturbance ("have hard time walking"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine, headache and gait disturbance outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion- (B)(6) 2013 and (B)(6) 2013. Patient received treatment for pain, bleeding, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion (. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Lot number:a61941, manufacture date: 2012-10, expiration date: 2015-10. Lot number:a63346 manufacture date:2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events added: bladder/urinary tract problems, bladder infection, uti, vaginal infection, vaginal discharge. Event outcome and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no. A63346,a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea, low back pain, hashimoto's thyroiditis, hyperlipidemia and hypertension. Concomitant products included ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache as well as baclofen, diazepam, ibuprofen, levothyroxine sodium, medroxyprogesterone acetate (depo provera), omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches") and headache ("headaches /migraines"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("infection : (bladder/urinary tract/vaginal) type: (dysuria)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("bleeding") and gait disturbance ("have hard time walking"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tvh and total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dysuria, depression, anxiety, nausea, abdominal pain, migraine, headache, genital haemorrhage and gait disturbance outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Discrepancy noted in date of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2014: results: unilateral occlusion (. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound scan vagina - on (B)(6) 2015: results: 2.1 cm hemorrhagic cyst in the right ovary. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Lot number:a61941 manufacture date: 2012-10 expiration date: 2015-10 lot number:a63346 manufacture date:2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. We received a lot number in this case a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A63346, a61941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia, depression, morbid obesity, lower abdominal pain, dysmenorrhoea and low back pain. Concomitant products included ibuprofen (motrin) for abdominal pain and ondansetron (zofran) and sumatriptan (imitrex) for migraine and headache. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total vaginal hysterectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue and menstrual disorder outcome was unknown. The reporter considered fatigue, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Per medical record: insertion details: operative port of the hysteroscope into the ostium. There were 3 coils outside of the tubal ostium on the right. A similar procedure was performed to occlude the left fallopian tube. The patient tolerated the procedure well. Removal details: the essure device were noted and removed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: (B)(6). Ultrasound scan vagina - on (B)(6) 2015: 2.1 cm hemorrhagic cyst in the right ovary . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue and menstruation disorder." Most recent follow-up information incorporated above includes: on 25-jul-2018: the case is incident. This case is medically confirmed. Reporter information was updated. This case concerns adult patient. Her concurrent conditions were added. Lab data was added. Essure lot number was added. Essure was removal detail was updated. Concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.